Event description:
Device 1 of 2. Reference MFR report# 1627487-2011-04664. The patient received his scs system including two leads on (B)(6) 2011. It was reported the pt went to the ER due to his pain coming back. The sjm rep subsequently met with the pt and reprogrammed the system providing two new programs. It was reported the pt had coverage and was willing to try the new programs as options.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.